Manufacturer narrative:
This report is being submitted as follow up no. 1. This reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that there were no visual and functional anomalies noted with the returned components. The device involved in this complaint has been verified to be of normal product; therefore, is not a reportable event.

Manufacturer narrative:
Weight - (B)(6) kg. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device sheath part seemed to be bending/ crushed, and not advancing. A different angio-seal was able to be deployed. There was no patient harm. There was no patient injury, medical/surgical intervention required. Additional information was received on 01sep2020. The sheath size used during the procedure was a 6fr. A pre-angio-seal femoral angiogram was performed. Due to the crushed/bending sheath, there was difficulty advancing. The original procedure was successful, the angio-seal procedure was eventually successfully, they used a new angio-seal device.